Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse filed ablation procedure, a farawave catheter was selected for use. When the farawave was pulled out from the case, the initial reporter noted that the handle was described as white and dirty. The sterile seal was not damaged or compromised, and the foreign material was not loose nor embedded. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter is expected to be returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection observed white marks in the catheter near the slider, potentially indicative of adhesive. A guidewire was inserted into the catheter, and the catheter was deployed to basket and flower configurations successfully. Additionally, an image was reviewed by a boston scientific quality engineer. The provided image shows white marks on the catheter. The reported event was confirmed via analysis.

Event description:
It was reported that during preparation for a pulse filed ablation procedure, a farawave catheter was selected for use. When the farawave was pulled out from the case, the initial reporter noted that the handle was described as white and dirty. The sterile seal was not damaged or compromised, and the foreign material was not loose nor embedded. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter was returned for analysis.